Event description:
It was reported that the programmer had a noisy system fan. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the system fan was replaced. It was also noted that the programmer failed the right antenna test, and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. (B)(4).